Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise that was oversensed. Episode review was requested. A boston scientific technical services consultant noted significant noise prior to the episode which ceased immediately at the time of the shock. The consultant discussed attempting to recreate the oversensing in clinic to assess other sensing vectors. Additionally, an x-ray to assess system location was also discussed. No additional adverse patient effects were reported. At this time, no further information is available, and records indicate this system remains in service. This report will be updated should further information become available. It was reported that another prolonged episode of noise occurred which stopped just prior to the patient receiving another inappropriate shock. In clinic testing was performed and noise was easily reproduced and consistent in secondary and primary vectors during maneuvers with the patient's left arm. Recent x-rays were compared to pre-discharge x-rays, and both appeared to show appropriate device position. Reprogramming was performed and alternate x1 was selected as the device vector. All movements and maneuvers were again performed once reprogramming was performed. No further episodes of noise were seen. A boston scientific technical services consultant documented the reported clinical observations. The consultant stated the captured secg in alternate showed the signal was negative dominant with r-waves approximately 1.0mv to 1.2mv. An exercise stress test could be considered to allow confirmation that morphology does not alter as the patient's heart rate increases or during recovery. The patient will continue to be followed via remote monitoring. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available, and records indicate this system remains in service. This report will be updated should further information become available.

Manufacturer narrative:
At this time, no further information is available, and records indicate this system remains in service. This report will be updated should further information become available.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise that was oversensed. Episode review was requested. A boston scientific technical services consultant noted significant noise prior to the episode which ceased immediately at the time of the shock. The consultant discussed attempting to recreate the oversensing in clinic to assess other sensing vectors. Additionally, an x-ray to assess system location was also discussed. No additional adverse patient effects were reported. At this time, no further information is available, and records indicate this system remains in service. This report will be updated should further information become available.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted typical surgery related damage. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise that was oversensed. Episode review was requested. A boston scientific technical services consultant noted significant noise prior to the episode which ceased immediately at the time of the shock. The consultant discussed attempting to recreate the oversensing in clinic to assess other sensing vectors. Additionally, an x-ray to assess system location was also discussed. No additional adverse patient effects were reported. At this time, no further information is available, and records indicate this system remains in service. This report will be updated should further information become available. It was reported that another prolonged episode of noise occurred which stopped just prior to the patient receiving another inappropriate shock. In clinic testing was performed and noise was easily reproduced and consistent in secondary and primary vectors during maneuvers with the patient's left arm. Recent x-rays were compared to pre-discharge x-rays, and both appeared to show appropriate device position. Reprogramming was performed and alternate x1 was selected as the device vector. All movements and maneuvers were again performed once reprogramming was performed. No further episodes of noise were seen. A boston scientific technical services consultant documented the reported clinical observations. The consultant stated the captured secg in alternate showed the signal was negative dominant with r-waves approximately 1.0mv to 1.2mv. An exercise stress test could be considered to allow confirmation that morphology does not alter as the patient's heart rate increases or during recovery. The patient will continue to be followed via remote monitoring. The system remains in service and no additional adverse patient effects were reported. It was reported that this sicd was recently reprogrammed back to primary vector x2 to attempt to differentiate noise from true signals. In this configuration, noise was appropriately marked and the qrs complexes were correctly identified by the device. Weekly latitude downloads were then scheduled for the foreseeable future to check for noise. Unfortunately, the patient received another inappropriate shock which occurred while the patient was sleeping which was due to oversensed noise. The patient was quite traumatized by the inappropriate therapy and the decision was made to explant the sicd system. At the explant procedure, it was confirmed that the electrode was firmly seated in the device header which was still securely sutured in place. Upon inspection, no damage to the electrode was visualized. A tug test was also performed and the electrode was not easy dislodged and excessive lead movement was not seen via x-ray. A replacement transvenous system was successfully implanted. No additional adverse patient effects were reported. The explanted system is expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise that was oversensed. Episode review was requested. A boston scientific technical services consultant noted significant noise prior to the episode which ceased immediately at the time of the shock. The consultant discussed attempting to recreate the oversensing in clinic to assess other sensing vectors. Additionally, an x-ray to assess system location was also discussed. No additional adverse patient effects were reported. At this time, no further information is available, and records indicate this system remains in service. This report will be updated should further information become available. It was reported that another prolonged episode of noise occurred which stopped just prior to the patient receiving another inappropriate shock. In clinic testing was performed and noise was easily reproduced and consistent in secondary and primary vectors during maneuvers with the patient's left arm. Recent x-rays were compared to pre-discharge x-rays, and both appeared to show appropriate device position. Reprogramming was performed and alternate x1 was selected as the device vector. All movements and maneuvers were again performed once reprogramming was performed. No further episodes of noise were seen. A boston scientific technical services consultant documented the reported clinical observations. The consultant stated the captured secg in alternate showed the signal was negative dominant with r-waves approximately 1.0mv to 1.2mv. An exercise stress test could be considered to allow confirmation that morphology does not alter as the patient's heart rate increases or during recovery. The patient will continue to be followed via remote monitoring. The system remains in service and no additional adverse patient effects were reported. It was reported that this sicd was recently reprogrammed back to primary vector x2 to attempt to differentiate noise from true signals. In this configuration, noise was appropriately marked and the qrs complexes were correctly identified by the device. Weekly latitude downloads were then scheduled for the foreseeable future to check for noise. Unfortunately, the patient received another inappropriate shock which occurred while the patient was sleeping which was due to oversensed noise. The patient was quite traumatized by the inappropriate therapy and the decision was made to explant the sicd system. At the explant procedure, it was confirmed that the electrode was firmly seated in the device header which was still securely sutured in place. Upon inspection, no damage to the electrode was visualized. A tug test was also performed and the electrode was not easy dislodged and excessive lead movement was not seen via x-ray. A replacement transvenous system was successfully implanted. No additional adverse patient effects were reported. The explanted system is expected to be returned for evaluation.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.